Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately 2 years ago. The ipg would no longer communicate with the patient programmer and charger. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced restoring the therapy.